Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During the valve deployment, the 26mm commander delivery system balloon ruptured upon full inflation. Plus 2cc was used for inflation. The delivery system was pulled back to the 14f esheath plus but the delivery system balloon would not come fully into the sheath due to the balloon material bunching up at the tip of the sheath. Sheath and delivery system were backed into the common femoral smoothly but could not be fully removed from the body. A femoral artery cutdown was performed and system was fully removed with the delivery system balloon fully intact. The expandable seam on the sheath was torn slightly. Patient tolerated procedure well.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and following was observed: the balloon burst both radially and longitudinally with no balloon pieces missing. Distal end of balloon wing was flared outward. Distal end of balloon bunched and caught at the distal sheath tip. Dimensional inspection was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst was confirmed based on the evaluation of the returned devices. Available information suggests that patient (calcification) and procedural factors (over inflation) likely contributed to the event. In this case, the patient had stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, deployment was performed using two extra cc. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The reported difficulty or inability to withdraw system through sheath was confirmed based on the evaluation of the returned devices. Available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to experienced retrieval difficulty. The distal balloon bunching and sheath distal tip split observed indicate device catching, supporting the root cause described above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.